Manufacturer narrative:
Investigation summary: a complaint of the filter being damaged and leaking was received from the customer. A sample was returned for investigation. Through visual inspection, no defects or damages were seen on the filter. The set was then primed and leakage was observed on the right side of the filter. The customer complaint was confirmed. A device history record review for model 10014914, lot number 21075859 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified and an investigation was performed for this defect. Due to an increase in incidents of this failure mode, a trend for this damage has been identified for this product line. CAPA# (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. The root cause for this defect will be determined through this CAPA. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a hole in the bd alaris¿ syringe module administration set sensor disk caused saline to leak from it while priming the tubing. The following information was provided by the initial reporter: "when priming syringe tubing, saline leaked out of the sensor disk. A hole was noted in the disk."